Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure there was no phacoemulsification power when depressing the footswitch. The handpiece and was exhanged but did not resolved the issue. The event was resolved after changing the cassette which allowed a lower amount of phaco emulsification power. The case was completed with no harm to the patient. Additional information has been requested but not received to date.

Manufacturer narrative:
The customer reported that the system provided no phaco power when the footswitch was pressed during a procedure. The surgeon replaced the handpiece and tip but still had low power. The surgeon then changed the cassette and managed to get enough power to complete the procedure without further incident. There was no patient harm. The company service representative examined the system and was unable to duplicate the problem reported. The company service representative confirmed that the system was primed and checked with no issues. The footswitch was fully checked in case the low phaco power was due to communication failure from the footswitch, but all footswitch functionality was working correctly. There were no errors in the event log relating to the footswitch or phaco power. The system was then tested and met all product specifications. The system was manufactured on january 28, 2013. Based on qa assessment, the product met specifications at the time of release. No further information was able to be obtained from this customer regarding the handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. The customer did not retain a cassette sample for this complaint report; visual inspection or functional testing could not be conducted. As the customer did not retain the finished goods lot number, the device history record (DHR) and lot number history could not be reviewed. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure there was no phacoemulsification power when depressing the footswitch. The handpiece and the tip was exchanged but did not resolved the issue. The event was resolved after changing the cassette which allowed a lower amount of phacoemulsification power. The case was completed with no harm to the patient. Additional information has been requested but not received.